Manufacturer narrative:
Date of initial report: (B)(6) 2017. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the jaws of the device would not open during use. No patient injury reported. Another device was opened to continue the procedure.

Manufacturer narrative:
One used lf1737 ligasure device was received, and evaluation of the sample could not confirm the reported issue with difficulty opening. Visual inspection found the tip of the jaw was severely damaged, as if it had been dropped. However, the issue did not affect the mechanical function of the device. The investigation found the device to open and close normally. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.